Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer replaced the quik-combo therapy cable from their existing inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to pace a patient, their device gave an error message. Upon evaluation of the customer's device, physio confirmed that the quik-combo therapy cable being used with the customer's device would intermittently result in pacing current to stop when the therapy cable was manipulated. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.